Manufacturer narrative:
Batch review performed on 18 june 2024 lot 2200450: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2206397: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: quadra-p 01.12.145 quadra-p lat stem size 5 (k181254) lot 2202896: (B)(4) items manufactured and released on 06-jul-2022. Expiration date: 2027-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mectacer 01.29.414 ceramic liner ø 36 / f (not distributed in us) lot 2206419: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Hip revision for infection. At about 1 year and 7 months form primary all implants were revised.